Event description:
Olympus was informed that the user facility was reportedly not reprocessing the subject device in accordance with the directions for use. The user facility was reportedly connecting non-olympus accessories to the instrument channel ports during reprocessing in the facility's automatic endoscope reprocessor (aer). Use of the non-olympus accessories would likely result in one or both of the dual instrument channels not being adequately flushed during reprocessing. The user facility was said to have been reprocessing this device in this manner for many years. There were no reports of patient infections associated with this report.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. An olympus endoscopy support specialist (ess) has visited the user facility and provided in-service training on appropriate reprocessing of endoscopes. This report is being submitted as an MDR in an abundance of caution. Cross reference MFR. Report number: 8010047-2010-00xxx for other related report.